Event description:
It was reported that during the implant attempt the right ventricular lead's helix did not advance. The lead was not used, a different lead was implanted. No further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel; full lead in segments was returned and analyzed. Helix could not be tested because it was cut in two pieces. Over retraction would cause difficulty in extending it. Blood/body fluid in/on helix/lobe mechanism(sleeve head) and distal conductor(not obstructed).